Event description:
A non healthcare professional reported, during the implantation of the hydrophobic lens, it was observed that the lens was improperly folded inside the cartridge. The product was disposed of. Additional information has been requested and received stating that there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).